Event description:
Intraaortic balloon pump ("iabp") alarmed helium leak. Pump restarted. Then the patient had another he leak alarm) then the pump shut off automatically per nurse taking care of the patient, nurse noted blood ln the helium tubing, md notified. Iabp discontinued. Patient stable throughout the procedure. From md progress note: iabp at 1:1, augmentation reviewed and appropriate in diastole, position of iabp confirmed by CT chest on 12/10, difficult to appreciate on cxr(chest-xray). Normal radial pulses. Us w/ evidence of gas and fluid collection near balloon pump insertion site. Planned to obtain CT chest. Later in the day, however, the iabp alarmed and then blood was noted in the helium tubing, and it was emergently removed at bedside by CT surgery. Recommendations: continue iabp at 1:1; continue to follow up with blood cultures. Continua empiric antibiotics; agree with colchicine and febuxostat for gout treatment; hold off further diuresis since filling pressures were within normal range; continue ambulation and physical therapy; resubmitted status 2 exception narrative due to increased risk of reinsertion of iabp in the setting of infection /risk of vascular complications.